Event description:
It was reported that on (B)(6) 2024, the patient, with a history of coronary artery disease, underwent a coronary stenting procedure with implant of one 4.0x15mm xience skypoint stent in an unspecified vessel. The patient was re-admitted on (B)(6) 2024 with unstable angina. Percutaneous transluminal coronary angioplasty (ptca) was performed in an unspecified vessel. There was no adverse patient sequela or clinically significant delay in the procedure. Although the location of the target vessel and the location of the coronary angioplasty were unspecified, this will be conservatively reported, as we cannot state for certain that the adverse patient effect is related to the implanted xience skypoint stent. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported patient effect of angina is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment and hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.